Event description:
It was reported by the customer that patient's not crossing over to the bd pyxis¿ medstation¿ es auxiliary. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user couldn't pull medication for the patient as it wasn't crossing over to pyxis. A technical support specialist (tss) remoted into the server and ran a server down query and found no issue with the interface, and the cce xml time was current. The tss ran a report and filtered by patient, confirming there was a removal for this patient. The tss verified with the customer that the patient was now showing at the station. The system functioned as intended after the technical support specialist troubleshot the device.